Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 had inflation malfunction during equipment use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction and it was reported that the balloon is working properly and there were no additional alarms. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.